Manufacturer narrative:
The patient's meter was provided for investigation. The meter appeared undamaged and clean on the outside. The returned meter was measured with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor 1 results: master lot strips with retention meter: 2.1 inr, retention strips with customer meter: 2.1 inr. Donor 2 results: master lot strips with retention meter: 3.8 inr, retention strips with customer meter: 3.8 inr. The maximum difference between measurements with the same blood sample was 0.0 inr. The returned customer material and the retention material are within specifications.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The patient stated that they received a high result when testing with coaguchek xs meter serial number (B)(4). The patient obtained a value of > 8.0 inr when testing with the meter. Two additional measurements were performed on the meter directly after the first measurement and the results were both > 8.0 inr. Within 5 hours, the patient was tested with unknown laboratory method. The result from the laboratory method was 2.5 inr. The patient did not have treatment changed or modified based on the results. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr. Upon review of the meter's result memory, the following discrepant values were also observed: on (B)(6) 2017 at 14:45, the result was 8.0 inr. On (B)(6) 2017 at 21:00, the result was 1.0 inr. On (B)(6) 2017 at 21:06, the result was 8.0 inr. On (B)(6) 2017 at 21:14, the result was 1.0 inr. The patient's meter and strips were requested for investigation. Relevant retention test strips (lot 124157) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.